Event description:
It was reported by service report that the nurse call was not working and dip switches was set incorrectly. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Results: communications cable. Dip switches.